Event description:
During implant procedure, the helix of the right atrial (ra) lead was unable to extend and a loss of capture was observed. The ra lead was not implanted and a new ra lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were failure capture and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage at the middle region of the lead. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.